Event description:
The user facility reported that a physician was using a raptor grasping device during an endoscopic procedure and when the physician prompted the device to close, a "snapping" noise was heard and the jaws of the device would not close. The physician attempted to remove the device from the endoscope by pulling the device out with the jaws in the open position which resulted in damage to the endoscope. There was no reported injury to the pt or user.

Manufacturer narrative:
Us endoscopy identified through complaint analysis that when the outer catheter is either coiled or in a contorted configuration outside of the endoscope and the pt, and excessive force is applied to the handle, the jaws may become inoperable and may become stuck in the open position. Us endoscopy has redesigned the handle of the device to prevent the bent hypo tube from disconnecting from the handle and rendering the device unusable. Us endoscopy also initiated a voluntary recall (1528319-9/14/12-002-r) to replace affected units or provide customer credit.